Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed. The umbilical cable and the rear cabinet breakout panel were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was overheating when charging batteries. There was no patient present when this issue was identified.

Manufacturer narrative:
The mvs interface cable was returned to the manufacturer for analysis. Analysis found that the cable was electrically overstressed at the lemo connector. Unable to perform test due to yellow and blue was cut. Physically damaged cable. Analysis found that the reported event was related to a electrical issue. The rear cable breakout panel assembly was returned to the manufacturer for analysis. Analysis found that the lemo connector in the rear cab connector was over heated. Physical damage, electrically overstressed. . Analysis found that the reported event was related to a electrical issue.